Event description:
It was stated patient reported High BG due to bent cannula and pen injection is used for treatment on (b)(6) 2026.

Manufacturer narrative:
E1: (b)(6).Name: Medtronic Minimed.Country: United States of America.Street: 18000 Devonshire Street.City: Northridge.State: California.Zip Code: 91325 ¿ 1219.Based on the available information, this event is deemed to be a serious injury.To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.FDA Registration Number.Reporting Site: 8021545.Manufacturing Site: 3003442380.